Manufacturer narrative:
(B)(4)

Event description:
Covidien received information stating that the 980 ventilator was emmiting smoke from the power supply section. There was no patient connected to the device.

Manufacturer narrative:
(B)(4).